Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with peritonitis while in the hospital for an unrelated event. It was unknown if the hospitalization was prolonged due to the peritonitis. The patient was treated with vancomycin intraperitoneally (1gm every 72 hours) and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f07023, h13g09100 and h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.